Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The bundled mount was not returned with the implant. The implant's drive feature was damaged, likely due from the removal of the mount. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 1258916 for similar events and no other complaint was identified. Per the applicable IFU, implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect technique used during placement / excessive torque. Therefore, based on the available information, mount malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that at the time of implant placement at tooth site #30, the impression post broke. The implant was removed after the hex of the impression was removed with a curette and handpiece.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.